Manufacturer narrative:
Unit passed the displacement, rewind, basic occlusion and prime test. Unit had motor error stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during ourtesting. Unable to completed the functional testing due to motor error alarm. Keypad buttons function properly. No damage found on keypad trace and on keypad connector. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Unit passed the displacement, rewind, basic occlusion and prime/a-33 test. Unit had motor error stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to complete the functional testing due to motor error alarm. Keypad buttons function properly. No damage found on keypad trace and on keypad connector.